Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 5.6, lab: 10.2. Therapeutic range 2.0 - 3.0. No further pt info available.

Manufacturer narrative:
Investigation pending.